Event description:
In (B)(6) 2010, it was reported the pt experienced a loss of therapeutic effect from their device. The patient's device was subsequently replaced. The reason for replacement was not reported. The pt reported that, when the health care provider replaced the patient's device, "they said the lead was broken." It was stated the pt could not adjust their stimulation. It was reported in (B)(6) 2010 that the pt's device was "protruding from their back with a bump over" the device location. It was stated the area of skin was "black and blue." The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).